Manufacturer narrative:
E1: initial reporter phone no: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "one of the round buttons is broken and non-operational" was confirmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the second soft key which was torn. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump's one of the round buttons was broken and non-operational found during testing in the biomedical service department. There was no patient involvement. No additional information is available.